Event description:
Caller reported occurrence of a cartridge alarm 20 during the loading process, with no previous incidents reported with this pump. There was no adverse impact to the customer¿s blood glucose level. Cts arranged for a replacement pump to be sent, advised the caller on backup therapy using multiple daily injections (mdi), and provided instructions for storage and return of the problematic pump to tandem.